Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, after suture deployment, the lever was closed; however, the foot of the proglide did not retract. The device was unable to be removed from the patient anatomy. The guide wire could not be reinserted. Surgical cut down was performed to remove the proglide device from the patient anatomy. The patient was already under general anesthesia as a mitraclip procedure was being performed. After a clinically significant delay due to the surgery to remove the proglide device from the patient anatomy, the mitraclip procedure was completed via left common femoral vein access. Due to the significant delay in the procedure, a second mitraclip was cancelled. There was no reported adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the previously filed reports, follow-up information and clarification was provided by the site. Reportedly the second proglide device was opened mid-procedure to determine a way to release the footplate of the first proglide. Hence, the device was taken apart and the noted guide separation happened due to manipulation by the user. This device was never used in the patient and was opened tableside to try to find a way to remove the footplate of the first proglide only. No additional information was provided.

Manufacturer narrative:
Medical review was performed. It was concluded that some of the possible factors contributing to the footplate retraction issues are user¿s technique or use errors like for example, rotating/rocking the device, applying excessive force during plunger deployment, or maintaining less than a 45° plunger deployment angle may result in foot retraction issues which can lead to entrapment of the foot and sometimes foot breakage. However, it cannot fully determined the cause for this case due to the limited information provided.

Event description:
A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. An additional device was returned: there was blood on and in the device. The lever was in a closed position and the foot was deployed. The plunger, suture, and needles were in the pre-deployed position. The guide was separated from the distal end of the guide tube. A device in this condition would not have achieved hemostasis.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed/ tested due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The difficulty inserting the guide wire was not confirmed. A foot break was also noted. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate manufacturer report number.